Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of 5.3 cm diameter thoracic aortic aneurysm in zone 3. The proximal neck was 40 mm in diameter. The aneurysm length was 70 mm. There was no calcification or thrombus. It was reported that two year post implant, a proximal type I endoleak was seen coming from the common carotid artery. The physician is planning a secondary intervention on an unknown date. The investigator assessed this event as not related to the device and unknown if related to the procedure. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (endoleak). (Unknown cause of event).

Event description:
Additional information was received. It was reported that the physician performed a chimney technique for the common carotid artery with another manufacturer¿s stent graft and a valiant stent graft was implanted in zone 1. Though the proximal type I endoleak did not resolve at the greater curvature side, the amount of endoleak was reduced compared to the endoleak at implant. The physician has decided to monitor the patient. Correction: the talent stent graft system was implanted in zone 2 not 3.

Event description:
Additional information was received for this case. The previously reported proximal type I endoleak was self-resolved approximately three days after the secondary intervention to implant the valiant 44x44x150 stent graft.